Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion. No further information is known at this time. This report will be updated when further information becomes available.